Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v877360, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) via a manufacturing representative (rep) reported that there was an implant site infection. The patient was initially implanted several years ago and received a replacement implant by another physician. The patient saw the first implant doctor after experiencing device erosion and pain. The physician performed an evaluation. The doctor removed the implantable neurostimulator (ins) and lead and resolved the infection. An antibiotic regimen was also given. Two weeks later, the doctor re-implanted the patient on the contra lateral side. The issue was resolved at the time of the report. The device was sent to the hospital's department for infection evaluation. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.